Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal on the bottom were intact. The investigation did not notice any external damage. The pump event history showed a flange sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, the flange sensor worked good with no problems or alarms during testing. The root cause of the reported issue was undetermined. The technician replaced the opto-coupler and ear clip as a preventative measure. The device passed all functional and delivery tests.

Event description:
It was reported that a syringe flange error was observed. No patient injury was reported.